Event description:
It was reported there was an alleged under infusion. There was patient involvement but no harm. Additional information was received 04jan2026: on (B)(6) 2026 at 1202 an infusion was programmed with a volume to be infused of 1000ml at a rate of 250ml/hr. At 0242 channel error code 240.4150 displayed. At 0344 the channel turned off. The primary volume infused at 0344 was 924.8ml. The infusion was stopped and the device was removed.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: device eval by manufacturer? And manufacturer narrative annex a: a25, annex b: b01, annex c: c19, annex d: d14, annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of under infusion could not be confirmed through laboratory testing or log review. The suspect pump module was found to be infusing within specification. The reported channel error code ¿240.4150¿ could not be confirmed through laboratory testing; however, it was only recorded in the logs. An internal and external inspection was performed for the suspect pump module, and no issues were found that could have contributed to the reported event. Time rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. The asm analog sensor task was performed, and the pressure sensors were found to be within specification. The suspected pump module s/n 17611166 underwent preventive maintenance using alaris system maintenance v.12.5 and successfully passed all tests without any issues. The facility reported an under infusion on 05jan2026 at 12:02 pm. A review of the error logs from the suspect pump module and the pcu was performed, and it was observed that the channel error code 240.4150 mentioned by the facility was recorded a total of 49 times as 240.4150.5 ¿sensor broken high failure¿ between november 30, 2025, and january 5, 2026 (the date of the under-infusion event reported by the facility). On 05 january 2025, at 9:45 am, the event log review showed that the suspect pump module was attached to the concomitant pcu and powered on. From 12:00 pm to 3:44 pm on 05jan2026, the pcu was powered on and connected to pump module 8100 s/n 17611166 on channel a. At startup, a remote IV with drugid 651 was received, configured with 5495 mg, a rate of 250 ml/h, and a vtbi of 1000 ml, with both pvi and svi at 0 ml as accumulated totals. The infusion began, was paused shortly afterward, and the channel was turned off. At 12:02 pm, another remote IV with the same drug parameters was received, and the infusion started again. At 2:42 pm, the device registered malfunction error code 240.4150.5, after which the infusion restarted. At 3:44 pm, the channel was turned off with a recorded pvi of 924.84 ml, and all devices were powered down. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Bd alaris¿ system with guardrails¿ suite mx (12.3.2) states: follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. Ensure the upper fitment is not elevated above the fitment recess on the pump. Do not stretch or twist the set while loading or when closing the door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event of under infusion could not be determined through laboratory testing or log review. The suspect pump module was found to be infusing within specification. The root cause of the reported channel error code ¿240.4150¿ could not be confirmed through laboratory testing; however, it was only recorded in the logs. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported there was an alleged under infusion. There was patient involvement but no harm. Additional information was received 04jan2026: on 05jan2026 at 1202 an infusion was programmed with a volume to be infused of 1000ml at a rate of 250ml/hr. At 0242 channel error code 240.4150 displayed. At 0344 the channel turned off. The primary volume infused at 0344 was 924.8ml. The infusion was stopped and the device was removed.